Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a vats lobectomy the device locked on the pulmonary vein. The device could not be removed. An attempt was made to disassemble the device, the handle shroud was opened and the rod was pushed and pulled, this failed. The surgeon fired another stapler on each side and removed the device. The procedure was extended for one hour. The patient has recovered without consequence.